Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported a patient with an incomplete side cut of the right eye following lasik flap creation. The surgeon was able to use an instrument to lift the flap and continue with ablation treatment. Additional information received, the cut was incomplete inferiorly and the patient developed central toxic keratopathy (ctk) following treatment. Oral antibiotics, oral steroids, and eye drops were prescribed for treatment. The patient continues to be monitored as ctk has an extended time frame for resolution. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).